Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of signals from the patient's implanted cardiac resynchronization therapy pacemaker (crt-p) system. The oversensing resulted in the delivery of an inappropriate shock, which caused ventricular fibrillation (vf). The patient fell and the device then delivered a shock which terminated the vf. The device was reprogrammed to a different vector. No additional adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of signals from the patient's implanted cardiac resynchronization therapy pacemaker (crt-p) system. The oversensing resulted in the delivery of an inappropriate shock, which caused ventricular fibrillation (vf). The patient fell and the device then delivered a shock which terminated the vf. The device was reprogrammed to a different vector. No additional adverse patient effects were reported. The device remains in service.